Event description:
Customer reportedly obtained results of 6.8 inr on the coaguchek s system and 4.08 inr on a comparison lab. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement sent. Customer reports eating more greens recently.